Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill notifications with multiple cartridges. Reportedly, the cartridges were filled with 250 units of insulin. There was no reported impact to the customer's blood glucose level. The customer confirmed health care provider would be consulted regarding backup therapy, and declined further follow-up from tandem technical support to ensure receipt of alternate insulin therapy.